Event description:
Physio-control engineering is investigating device failure reports related to a failure of ic u25 on the system controller pcb assembly, which have caused a failure of the device to turn on correctly.

Manufacturer narrative:
(B) (4): failed components have been sent to the MFR for analysis. The MFR determined that the failures were the result of early oxide breakdown of the internal capacitor pump. The failures were due to thin capacitor oxide. This condition was believed to be caused by mfg defects in the photoresist used in processing the capacitors. The photoresist was forming particles as it aged and these particles were impeding capacitor oxide growth. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.